Event description:
This report is for patient 2 of 2. Health professional reports: protime system inr results of too low, 3.5, and 2.9. Patient therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer evaluation correctly in process.